Event description:
It was reported that the patient never received satisfactory therapy for their symptoms. The physician determined the lead was implanted in a subtherapeutic area and that a revision could correct the issue. There was no suspected issue with the device as it was functioning normally. The patient underwent a lead revision procedure where the implanted lead was removed and a new lead was positioned appropriately and a new lead was added in another location. The patient has fully recovered postoperatively. The lead will not be returned as it was disposed of by the medical facility.